Event description:
It was reported that the anesthesia system generated a technical error code indicating that the safety valve was open. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was reproduced at startup of the system. The issue was solved by switching position on the inspiratory pressure transducer pcb and the fresh gas pressure transducer pcb. The system was thereafter functioning correctly. The device logs were received for evaluation. The evaluation of the logs can confirm the reported failure. The logs shows that the technical error had been generated several times and that all technical error had been generated in standby or during system checkout. The last system checkout performed was successful, however in the system checkout performed prior to that the pressure transducer test failed. The pressure transducer test failed due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range. The measured zero pressure offset for the inspiratory pressure transducer pcb was 0 (zero) v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero-pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The conclusion is that the reported failure was caused by the inspiratory pressure transducer pcb and it was solved by switching position on the inspiratory pressure transducer pcb and the fresh gas pressure transducer pcb. The root cause of the reported failure has not been determined.

Event description:
Manufacturer's reference #: (B)(4).